Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 144 mg/dl. Customer states the label on the back is missing. Customer also states she changed the battery and pump would not recognize the new battery, would not respond. She checked battery cap and found the metal contact under battery cap was missing, found it on the floor. Now unable to use the pump without battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.